Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: failed binary valve test + during previous usage of this ventilator the following alarms got activated vt low', 'low minute volume', 'loss of peep', 'low pressure', 'vt high', 'high minute volume' and 'high peep'. Neither delay of patient treatment nor harm to patient, user or third party was reported towards hamilton. Investigation still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue was discovered during testing (non-clinical testing, performed by a technician as part of service or troubleshooting activities) with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury to a patient. The root cause of the event was determined to be a defective pressure sensor assembly and the pressure sensor assembly was replaced. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: - failed binary valve test + during previous usage of this ventilator the following alarms got activated vt low', 'low minute volume', 'loss of peep', 'low pressure', 'vt high', 'high minute volume' and 'high peep'. - neither delay of patient treatment nor harm to patient, user or third party was reported towards hamilton. Investigation still ongoing.